Manufacturer narrative:
A ge svc rep performed an onsite investigation. The corrupted software files were repaired. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the entrak system locked up and would not go all the way or transmit images. No pt injury was reported.